Event description:
Follow up with the physician's office attributed the patient's increase in breakthrough seizures since the last clinic visit to low settings. While the reference was to the newly implanted generator, the initial settings were the same as those on the previous generator. Therefore, it appeared that it was alleged that the settings were not programmed at the appropriate therapeutic level on the previous generator resulting in the breakthrough seizures.

Event description:
It was reported by the patient that she was experiencing an increase in seizures that she attributed to the vns battery being at end of service (eos). However, clinic notes were received for a recent clinic visit showed that the diagnostics were within normal limits and that the device was at an near end of service (neos) condition. No assessment was provided as to the root cause of the increase in seizures. The patient was referred for vns generator replacement surgery. The patient underwent prophylactic vns generator replacement surgery. During attempts for product return, it was revealed that the explanting facility discarded the product. No additional relevant information has been received to date.